Manufacturer narrative:
Date sent to FDA: 10/11/96. H2 johnson & johnson medical, inc. Has decided to discontinue MFR and sale of the streamline, landmaks and centermark bands of i.v. Catheters as of 9/18/96.

Event description:
A third attempt to insert the device into an apprehensive pt was successful and was threaded the full length. A flush of normal saline and heparinized saline was used. As the insertion was completed, the pt reported shortness of breath and a feeling of fullness in his chest. Pt was placed on a cardiac monitor (bradycardia). Pt told clinician that heart rate normally runs low. Oxygen was applied via nasal cannula. Sao2 was 95%. Respiratory rate was 18-20. Physician who saw the pt recommended that the device be removed. Clinician did not want to remove the device because of the difficulty inserting the device. The device was pulled back 4 inches because of the possibility of being in the right atrium. Pt given po benadryl. EKG revealed sinus bradycardia. A peripheral IV was inserted. Within 15 minutes pt walked to x-ray to confirm placement in the top of the svc. The device remained in place.